Event description:
The customer reported an error message with the adc device. Customer received a "scan error" message on day 6 of sensor wear and was unable to obtain readings. As a result, customer experienced loss of consciousness. The customer was unable to self-treat and was provided jellybeans and sweet drinks for treatment by a non-healthcare provider. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an error message with the adc device. Customer received a "scan error" message on day 6 of sensor wear and was unable to obtain readings. As a result, customer experienced loss of consciousness. The customer was unable to self-treat and was provided jellybeans and sweet drinks for treatment by a non-healthcare provider. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 3mh009n280w has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. The sensor was found to be in sensor state 5 (indicating normal termination). Extended investigation has been performed. Visual inspection was performed and no issues were observed. The data was extracted and observed to be sensor state 5. The returned sensor was scanned and observed 'sensor ended' message reflecting the sensor end of life through normal termination. Accuracy test was performed and the results were within specification. Therefore the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.